Event description:
It was reported that the target area was located in the distal, mid and proximal left anterior descending artery (lad) with moderate tortuosity, moderate calcification and 90% stenosis. A non-abbott guide wire was advanced to the lesion and the 2.5 x 12 mm tenku balloon catheter was used for pre-dilatation of the lesion. However, it ruptured at 10 to 12 atmospheres (atm). Then, the lesion was further dilated with a non-abbott balloon catheter and at this point, it was noted that a perforation was occurring in the mid lad. Then, a 2.5 x 33 mm xience prime stent and a 3.0 x 28 mm xience prime stent were implanted in the distal lad through the proximal lad. Then, the proximal lad was post-dilated with a 3.25 x 8 nc tenku balloon. An intra-aortic balloon pump (iabp) was inserted and the blood flow was controlled with medication. Slight thrombus formation was observed and the thrombosis was aspirated with an aspiration catheter. The procedure was completed, as blood flow was maintained to the peripheral, though timi flow 3 was not achieved. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The tenku balloon dilation catheter is an abbott vascular manufactured device which is distributed in (B)(4) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. Concomitant medical devices: dil cath: lacrosse nse 2.5 x 13 mm; guide wire: asahi shion blue; guide cath: heartrail. The customer reported the device was discarded. A follow-up will be submitted with all relevant information.